Event description:
The generator control desk fell off the wall because the wall anchors came out of the sheet rock.

Manufacturer narrative:
The field service engineer replaced the anchors and tested system several times in order to make sure that the system is working to specifications.